Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.